Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age and date of birth unknown / not provided. A3: patient sex unknown / not provided. A4: weight unknown / not provided. B3: date of event unknown / not provided. D4: lot number unknown / not provided. It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a screw fractured in the patient's mouth. Requested screw removal tools in order to retrieve the broken portion from the implant.

Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. Correction: the catalog number was updated from mhlas to scts, rendering this event as not-reportable. As a result, the prior submission for MFR-0001038806-2025-03978 submitted on december 18, 2025 is no longer considered a reportable event by the manufacture and no further reports will be submitted for this event.

Event description:
Additional information was received updating the catalog number. Based on this new information, this is not a reportable malfunction. Therefore, this event does not meet the definition of a reportable event. As a result, the prior submission for MFR-0001038806-2025-03978 submitted on december 18, 2025 is no longer considered a reportable event by the manufacture and no further reports will be submitted for this event. This supplemental mw is being submitted as a retraction to the initial MFR report 0001038806-2025-03978.